Event description:
It was reported that the generator displayed error code 4, hand piece temperature, when connected to the generator. Another generator was used to complete the case with no pt consequence reported. Trouble shooting steps were followed.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The complaint has been confirmed. The printed circuit (pcb) board was replaced to correct the issue. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.